Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during visit a considerable increase in rv thresholds was observed. The physician partially capped the rv lead and a new pace/sense lead was added. Defib portion of lead remains active. All electrical values are good.